Event description:
During baxter's functional testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a seized motor. The failed motor assembly was replaced.